Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication with her scs ipg after falling on it. Subsequently, the pt is no longer receiving stimulation. It was also reported the pt experiences a burning sensation at her scs ipg pocket site and in her leg/arm (on same side as scs ipg pocket site. A sjm rep confirmed the communication issue.